Event description:
It was reported that during surgery, while the surgeon was using the resectoscope, the white tip of the unit broke. It was further alleged that the issue happened at the end of the surgery and that all the parts could be retrieved from the pt.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.